Manufacturer narrative:
Evaluation summary: the lens was returned outside the fully assembled lens case located inside the opened peel pouch. Solution is dried on the lens. One haptic is broken in the haptic/optic junction area (not returned). The optic is cut into two portions, typical of insertion and removal. Both cut optic portions have scratches and deep scrape marks. The cut optic portions have additional small split/cracks near the cut areas. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, "the lens was scratched during insertion." Additional information has been requested, however not received.